Event description:
During resection of endometrial polyp with resector scope - the ceramic tip of the hysteroscopic sheath came off the scope during the withdrawal of scope from the uterus. The retaining ceramic tip was extracted intactly from the uterine cavity with polyp forcep.